Event description:
During a hiatah hernia repair procedure, the generator displayed an error message. After troubleshooting and re-attaching the instrument several times, when tested, the blade broke. The case was finished by using a third instrument. There were no adverse pt consequence.